Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the electrocardiogram presented and there was difficulty determining between loss of capture, failure to pace, or t-wave oversensing (twos). Follow up with the representative confirmed that there was not an issue with the lead, but that it was confirmed that the implantable pulse generator (ipg) was pacing below the lower rate. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.